Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was 136 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and informed not to leave the batteries out of the pump too ling when changing them. The customer was advised to monitor the pump and to call back if they had any issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.